Event description:
It was reported that during a prostatectomy and after a minutes of working, the first device stopped working and the generator gave an "instrument" error and the active blade broke. The second devices' active blade broke off inside the pt's abdomen and was retrieved with clamps. The sales rep observed that both handpieces worked properly and that the devices did not contact metallic objects. There was no pt consequences reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.